Event description:
Pt fell from the bed, has fallen multiple times. She was found laying on her left side on the floor mat and the alarm was going off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).